Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. Displacement teste was not performed due to motor error alarm. The device had minor scratches on the lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error during basal. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.